Manufacturer narrative:
An abbott field service representative (fsr) was dispatched due to the customer reporting falsely elevated creatinine results on an architect c16000, serial number (B)(6). Through an extensive investigation, the fsr found leaking from the washer nozzles and the tubing, peristaltic head (rohs), part number 7-202464-01, needed to be replaced, which resolved the customer¿s complaint. No subsequent issues have been reported. A review of the instrument history revealed no contributing factors described in this complaint. A review of labeling and historical data was done, and both were adequate, with no trends found. Based on all available information and abbott diagnostics' complaint investigation, no product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available. Patient identifier complete entry = sample ID (B)(6).

Event description:
The customer observed falsely elevated creatinine results for two patients on an architect c16000 analyzer. The following data was provided (customer¿s reference range is 0.4-1.6 mg/dl): sample ID (B)(6) initial result was 2.33, repeat was 0.69 mg/dl. Sample ID (B)(6) initial result was 4.08, repeats were 1.42, 0.86, 0.88, and 0.87 mg/dl. There was no impact to patient management reported.